Event description:
The customer reported the monitors both failed to display an image when x-ray was initiated. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.